Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). After predilating, the 16x2.5mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The physician performed another pre-dilatation inflation and before re-inserting the taxus liberte sds it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). After predilating, the 16x2.5mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The physician performed another pre-dilatation inflation and before re-inserting the taxus liberte sds it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. A strut on row 2 from the proximal end of the stent was raised slightly. A strut towards the middle of the stent was also raised slightly. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood media was present within the entire length of the inflation lumen, therefore indicating the device had been used in-vivo. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).